Event description:
It was reported that a pt with an asa score of 4 underwent an urgent CABG x in 1995. An absorbable suture was used to close subcutaneous tissue, and to close skin. Complications of surgery include: worsening of renal failure, tamponade, post-op atrial fibrillation, respiratory failure, thrombocytopenia, mental confusion, dvt, and sternal wound infection. Tamponade required emergency re-do of sternotomy with evacuation of hematoma and pericardial fluid in 10/1995, at which time the pt's status had deteriorated. Sternal skin staples removed 1 week later. The next day pt underwent re-exploration of median sternotomy with sternal debridement and insertion of irrigation catheters followed by skin closure. Cultures were sent. Decreased hct a that time required transfusion of 3 units of rbc's. No obvious bleeding noted. Pt was placed on vancomycin and fortaz for sternal wound infection. There was no fever and wbc's were 12.0. Two days later pt became febrile and wbc's increased. Fortaz was continued and pt was started on cipro for one dose. Blood cultures were ordered. Sternal wound culture grew coag negative staphylococcus. Pt had positive sternal, sputum and urine cultures, and another physician was consulted for further sternal wound surgery. The following day, pt underwent sternal debridement and drainage. One week later pt underwent further sternal debridement and flap repair under general anesthesia. After this procedure pt became hypotensive and non-responsive. Urine output ceased and pt became acidotic. Pt required IV insulin and hyperglycemia. Blood pressure continued to fall despite administration of pressors. Ejection fraction was at 40%. Drainage for ng tube was grossly positive for blood. All support was removed except for ventilator and hdyration. Asystole was noted 3 days later. No spontaneous respirations were noted. Pt expired that day.